Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy event description: according to the surgeon, potentially during the manual morcellation stage of the procedure. Applied medical rep not present during case. During a robotic case, the bag was deployed inside the patient, the bag opened up, surgeon commented that vision of robotic instruments may have been obscured at the stage by the bag the uterus and tubes were placed inside the bag, a photo was captured at this time and all appeared normal. Manual morcellation took place and the surgeon noticed fatty tissue and bright red blood. Surgeon then took the hassan port robot arms off, took out specimen, re-established pneumo, went back to the console and called for the assistance of a general surgeon to repair the mesenteric vessel which had been cut. Surgeon noticed the bag had been cut. Mesenteric vessel had been cut requiring repair and subsequent 2 units of blood given post surgery. Patient also complaining of upset stomach and is being monitored by general surgeon who was called in to assist. Device removed and surgical intervention to repair tissue damage. Other instruments used when the complaint event occurred: [name] robot, robotic ports and standard instrumentation intervention: device removed and surgical intervention to repair tissue damage. Patient status: according to surgeon, patient recovering ok with no long-term complications likely. Patient needed to receive 2 units of blood post-surgery.

Event description:
Procedure performed: hysterectomy event description: according to the surgeon, potentially during the manual morcellation stage of the procedure. Applied medical rep not present during case. During a robotic case, the bag was deployed inside the patient, the bag opened up, surgeon commented that vision of robotic instruments may have been obscured at the stage by the bag the uterus and tubes were placed inside the bag, a photo was captured at this time and all appeared normal. Manual morcellation took place and the surgeon noticed fatty tissue and bright red blood. Surgeon then took the hassan port robot arms off, took out specimen, re-established pneumo, went back to the console and called for the assistance of a general surgeon to repair the mesenteric vessel which had been cut. Surgeon noticed the bag had been cut. Mesenteric vessel had been cut requiring repair and subsequent 2 units of blood given post surgery. Patient also complaining of upset stomach and is being monitored by general surgeon who was called in to assist. Device removed and surgical intervention to repair tissue damage. Other instruments used when the complaint event occurred: [name] robot, robotic ports and standard instrumentation intervention: device removed and surgical intervention to repair tissue damage. Patient status: according to surgeon, patient recovering ok with no long-term complications likely. Patient needed to receive 2 units of blood post-surgery.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. The complainant did not allege any malfunction with an applied medical device. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the bag tear. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.